Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/7/2021. H.6. Investigation: three photos and three samples were received by our quality team for evaluation. From the photos, the barrel was observed to be damaged. From the samples, barrel damage and barrel tip damage were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the samples returned, a damaged barrel and a chip off the barrel tip was observed. The team has investigated different section of syringe machines and matched a potential area which could lead to the damaged barrel. The syringe barrel could have been damaged at the assembly machine. The probable root cause could be that the tablet at this station is damaged. This will cause the syringe barrel tip to be unable to be fully seated in the lower tooling, which resulted in poor throw out at the leak test station. The defect could have been an escapee which was failed to be removed by the production technician from the line during line clearance resulting in flow to the next process. H3 other text : see h.10.

Event description:
It was reported that the barrels of 3 bd slip tip syringes with the bd precisionglide¿ needle were found damaged. The following information was provided by the initial reporter, translated from chinese to english: "broken syringe".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrels of 3 bd slip tip syringes with the bd precisionglide¿ needle were found damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "broken syringe".